Event description:
Nurse educator on round observed that 20 g nexiva is leaking from y-port in a chemotherapy ward while flushing possibly due to mechanical error or faulty cannula. After inserting another cannula, no such incidence recorded. Safety issue: as the incident happened in chemo ward, this could happen while administering the highly vesicant chemo drugs and not just flush. However, the event was not fatal, but surely a near miss as it came in the eyes of management as well as clinicians.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility address: (B)(6). G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.